Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) sustained a distal perforation in the left corporal body. The ipp was explanted and a tactra penile prosthesis was implanted to allow for healing. At a later date, the tactra was replaced with an ipp due to the patients preference. There were no additional patient complications reported.